Event description:
Customer reported she had dropped the insulin pump in the water. Customer did not provide blood glucose level. Fluids are under the lcd display. Customer reported the device did not have any dame and hadn't been dropped. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was received with traces of corrosion at the electronic assembly and minor scratches on liquid crystal display window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.